Event description:
It was reported to boston scientific corporation that a hydrothermablation (hta) procedure was performed on (B)(6), 2011. (Patient identifier, age, and weight are unknown). The patient's cervix was reported to be patulous. According to the complainant, one minute into the heating phase a fluid loss alarm occurred. A second tenaculum stabilizer was applied. When the procedure was continued a second fluid loss occurred. One tenaculum stabilizer was removed, and a purse stitch was applied to the cervix. The sheath was repositioned within the patient. At this point, the patient "bucked" and a 10cc fluid loss alarm occurred. When the patient bucked the physician removed the sheath from the patient. No water came out from the tip of the sheath. The attending nurse verified the fluid within the patient's vagina "did not feel hot". Upon examination of the patient no burns were observed and the physician confirmed the patient was "not injured in any way". The patient is currently reported to be doing "fine".

Manufacturer narrative:
The lot number is not known per complainant; therefore, the device manufacture date and expiration date can not be determined. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.